Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the external paddle set needed to be replaced to return the device to working condition. The rse provided a quote to the customer for a replacement external paddle set. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips the device external paddles need repair. There was no reported patient involvement.